Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The placement of the lead was difficult secondary to scar tissue. The healthcare professional of the clinical study wanted the lead to cover t9/10 disc space but the tip of the lead was inferior at the border of t9. They were unable to get right leg coverage. The patient reported severe right leg pain on (B)(6) 2016. Imaging on (B)(6) 2016 determined that the paddle lead was left of the spine in a lateral gutter. The paddle lead migrated to the left lateral gutter, so the patient could not get coverage of the right leg. Imaging on (B)(6) 2016 found there was abutment of the right l5 nerve. The entire system was explanted and replaced on (B)(6) 2017. The device disposition was unknown. The patient was hospitalized and the event resolved without sequelae on (B)(6) 2017. The event was related to the device or therapy and the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event resolved without sequelae on 2017 (B)(6). The event required in-patient or prolonged hospitalized.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead was not placed in the optimum position, therefore, system modification was needed. No further complications were reported.